Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. No unexpected pump error noted in the long trace or pump history. Pump error alarm (variable info=3) confirmed in the pump history and during self test due to broken traces on u1 keypad assembly. Unit was received with scratched case, missing display window cover, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the error recurs every four hours. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.